Event description:
It was reported there was a patient alert for the device reaching elective replacement indicator (eri). The device reached eri after only three years and four months, and the longevity was expected to be longer given the usage of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(4) 2011, device eri less than equal to 2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Patient alert for low battery voltage (B)(4) 2011.